Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. A service history review revealed no issues that may have contributed to the over temp fluid. A device history was conducted and no issues were found related to the over temp fluid during the manufacture of the lot or serial number.

Event description:
The customer contacted baxter's service center regarding a question about the homechoice (hc) during use. The home patient (hp) stated that the heater bag was too hot. The hp stated that the hc was setup right now, and she would like to adjust the hc. The hp stated that the solution felt too hot going into her. The technical service representative (tsr) assisted with adjusting the comfort control (cc). The cc was set to 35 degrees celsius. The tsr assisted with getting back to the setup. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.